Event description:
In 2009, the lay user/pt contacted lifescan (lfs) to report he was unable to program the one touch ultra mini meter with the calibration code number for the test strips in use. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. The same day at 11:00 am, the pt attempted to test his blood glucose level, however he was unable to program the meter with the correct calibration code number. Following the use of the meter, the pt reportedly experienced the symptoms of lightheadedness and sweating. The pt visited his physician, where at 11:30 am, his blood glucose level was tested to be 61 mg/dl. The pt was treated with oral glucose. The customer care advocate was able to talk the pt through programming the meter. The meter, test strips and control solution were replaced. The pt was unable to test his blood glucose level due to not being able to program the calibration code number into the reported meter, he experienced symptoms suggestive of severe hypoglycemia and received treatment with oral glucose. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of the product(s) that do not pass inspection in a supplemental report.